Manufacturer narrative:
Initial report ref to natus complaint#(B)(4) (B)(4) rev 13 risk analysis spreadsheet - eds 3 external drainage system hazard 4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve) effect (harm): over drainage/under drainage of csf residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - the evd broke at the stopcock to transducer. No injuries.